Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that stent migration occurred. A synergy¿ drug-eluting stent was deployed to treat the lesion. However, once the stent was deployed in the vessel, the stent moved and would not stay in the intended location. No patient complications were reported.